Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4)

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (mr) regarding a patient receiving hydromorphone (15.0 mg/ml at 1.316 mg/day) via an implanted pump in simple continuous infusion mode. The hcp interrogated the pump and got a pump memory error (pme) message and it wouldn't let them change any settings or do anything with the pump. The hcp tried with 3 different programmers and got the same pme message. The mr didn't know whether the pump was alarming. The patient was reportedly in his room in the hospital and they were trying to do a refill. The mr later reported that the issue was resolved by entering the alarm volume. No cause of event or symptoms was reported. Additional information has been requested; a follow-up report will be filed if additional information is received.